Event description:
It was reported that the patient experienced ineffective stimulation with their scs system. As a result, surgical intervention was undertaken on 2020 wherein the scs system was explanted to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode lead wide spaced, 60 cm, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 6009154. Common device name: quattrode lead wide spaced, 90 cm, model: 3169, UDI: 05414734406116, serial: 17001515, batch: 6152477 common device name: quattrode lead wide spaced, 90 cm, model: 3169, UDI: 05414734406116, serial: 17001556, batch: 6152477 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.